Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr, a 18f manta was deployed for closure in the left common femoral artery. Arteriotomy was noted as 6.4mm, with mild medial calcification and a deployment depth measurement of 8 + 1. The physician discussed possibly using a stiffer wire to exchange the manta sheath however, opted for the regular j-wire. No complications reported gaining access, advancing, or withdrawing procedural sheaths during the case. A post-angiogram indicated the j-wire "knuckled" and perforated the vessel. Femoral bleeding was present, the j-wire was removed, and a covered stent was placed. It is not known if the manta device was explanted or remained intact. A covered stent was placed to remediate the perforation. Perforation of iliofemoral arteries possibly causing bleeding and arterial damage have been identified as possible adverse events associated with any large bore intervention, including the use of the manta vascular device. In this case the perforation was identified as being caused by the j-wire and not manta related. It can not be determined if the perforation occurred prior to or during the manta deployment. The risk of access site complications leading to bleeding possibly requiring surgical repair and/or endovascular intervention are identified in the IFU as adverse events related to the vascular closure device. Risk documentation has been reviewed and this is a known risk of the device. The root cause of the extended hemostasis requiring a covered stent is due to the perforation created by the dispositioned j-wire and is not related to the manta device. The IFU precautions if bleeding from the femoral access site persists after the use of the manta device, the physician should assess the situation. Based on the physician assessment of the amount of bleeding, use manual or mechanical compression, application of balloon pressure from a secondary access site, placement of a covered stent, and/or surgical repair to obtain hemostasis.

Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted following investigation.

Event description:
As reported: manta depth locator measured at 8+1. Discussed using stiffer wire to exchange for manta sheath but decision made to use regular j-wire. Upon deployment, no bleeding noted at access site. Post angiogram showed j-wire that manta was deployed on appeared knuckled and perforated vessel. Femoral bleed noted. J-wire was removed and covered stent placed.